Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that blood and normal saline was noted to be leaking from the middle of the tubing will connected to a patient. The infusion was stopped and the line was flushed as per facility's protocol. There was no harm.

Manufacturer narrative:
The customer¿s report of set leaked was confirmed and replicated during testing. During visual inspection, it was observed that the vinyl tubing had a slice cut approximately 14" inches below the lower fitment. Functional testing observed a leak in the vinyl tubing during priming and pressure testing. The root cause of the leak was due to a slice cut on the tubing. A definitive cause of the slice cut could not be determined.

Event description:
It was reported that blood and normal saline was noted to be leaking from the middle of the tubing will connected to a patient. The infusion was stopped and the line was flushed as per facility's protocol. There was no harm.